Manufacturer narrative:
Meter a was received for investigation. The test strips and meter b were not received for investigation. Meter a was disassembled and the electronic compartment was visually inspected. The strip port area and contacts were checked. Residues of fluid (blood, qc, cleaning/disinfection agent) were observed on the meter's electronics on the mainboard. The investigation determined this contamination was the cause of the event involving meter a.

Manufacturer narrative:
Both meters and the test strips were requested for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter questioned high glucose results for 1 patient tested with accu-chek inform ii meter serial number (B)(4) (meter a) and uu14125830 (meter b) compared to the vitros 350 laboratory method. On (B)(6)2023 at 3:29 p.m., the result from meter b was 5.2 mmol/l. At 4:02 p.m. A venous sample was drawn for the laboratory where the result was 0.8 mmol/l. At 4:45 p.m. The result from meter b was 5.9 mmol/l. The patient was treated with glucose. At 5:40 p.m. The result from meter a was 5.4 mmol/l. At 5:50 p.m. Either a capillary or a venous sample was obtained for the laboratory where the result was 1.7 mmol/l. All meter results were obtained with the same strip lot.